Manufacturer narrative:
Results - the returned product has signs of wear, likely from the implantation, but is undamaged and not likely the cause of the adverse event. Additional information: none of the implants listed below were broken or damaged. Model # mtp-002-srn, lot# 1641041, device manufacture date: 01/2011. Model # mft-011-35-20, lot# unknown, device manufacture date: unknown. Model # mft-011-35-16, lot# 1504041, device manufacture date: 12/2010. Model # mft-021-35-16, lot# 1640051, device manufacture date: 05/2011. Model # mft-021-35-12, lot# 1640031, device manufacture date: 03/2011. Model # mft-011-40-10, lot# 1504081, device manufacture date: 12/2010.

Event description:
Patient has a history of degenerative joint disease and painful bunion and sickle cell trait. A few months ago, patient had a silver bunionectomy with first metatarsophalangeal joint fusion. Postoperatively, the patient developed embolus to the hallux and the hallux developed gangrenous changes. The patient returned for surgery for amputation of the hallux and removal of the hardware.